Event description:
It was reported that the patient was experiencing palpitations and bradycardia, which were caused by a dislodgement of both the right atrial lead and right ventricular (rv) lead encountered during an x-ray examination. It was mentioned that the dislodgment may be related to twiddler's syndrome. Subsequently, the physician decided to surgically abandon both leads and only replaced the rv lead. No additional adverse patient effects were reported.